Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images of the filter insertion were provided. However, due to no device issues alleged at the time of insertion; these images not need to be reviewed. Medical records were received and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt and post implant pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with factor five leiden deficiency with resultant thrombosis. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with factor five leiden deficiency with resultant thrombosis. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.